Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 454mg/dl. The customer treated with a bolus but the blood glucose only got higher. The customer was new to the insulin pump. The customer was advised to seek medical attention. The customer hung up the phone. The customer did not troubleshoot and did not send the product back for analysis.